Event description:
It was reported that approximately 11 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, pain and scar tissue. No further issues or complications were reported. Patient underwent revision right knee (B)(6) 2014. Pre/post op: painful right tka procedure: revision right tka ¿ tibial component only findings: no infection arthrofibrosis tissue about the patella. Indications for surgery: patient is a 49-year-old female who has had both knees replaced. She did well with the left knee replacement, however, she has had some continued pain with the right knee replacement. She underwent an extensive workup. Infection work-up was negative. The tibial component based on a dt scan was read as very mildly internally rotated at 21 degrees. Givin the amount of pain she was having and the fact that the patella was somewhat subluxed laterally. It was decided to proceed with a revision. I was confident the femoral component was well fixed and positioned however, we were prepared to revise that, if necessary, the plan was for a tibial revision and to address the patella. Operative notes: the tibial component was easily removed with minimal bone loss. She had a hard arthrofibrosis tissue surrounding the whole patella. It was excised without any damage to the patella button itself. Patient was brought to the recovery room in stable condition. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2024-02434 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02434. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.